Event description:
It was reported that the ilet issued a restart alert 38 for a consecutive stalled motor, which was cleared after a dry run to 100 units and a guided supply change using a new cartridge and infusion set; insulin delivery then resumed, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified in relation to a motor stall consistent with a failure to infuse and involvement of the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.